Event description:
It was reported that: "during coil deployment, pre-detach defect of unknown cause occurred. During coil delivery, friction was not detected, and the coil detached while removing with the snare. So for safety, one more stent was deployed on the location of the coil."

Manufacturer narrative:
Balt USA's reference number: (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed the microcatheter to be returned with the delivery pusher, but the microcatheter hub has been broken off; we observed the detachment zone to be free of any visual damage including the lead wires and solder joints being intact; we noted the delivery pusher had several severe kinks proximal of the last warning stripe; we noted an in-house guidewire would no longer advance through the microcatheter approximately 104cm from microcatheter's proximal end; we noted after cutting open the returned microcatheter, the blockage was due to dried blood. Root cause of the premature detachment cannot definitively be determined. During our investigation, we noted the delivery pusher was returned in addition to the microcatheter used during the incident, however the hub of the microcatheter was broken off of the proximal end. Without the hub of the microcatheter, an in-house coil system could not be tested through therefore an in-house guidewire was ran through the microcatheter. The severe kinks found along the delivery pusher were likely caused from the user attempting to retract the coil system from the microcatheter. It is possible that the implant became caught on a secondary device at the treatment site and the premature detachment was the result of the unintentional interaction. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f191200070 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA's reference number: (B)(4). Pending device return.

Event description:
It was reported that: "during coil deployment, pre-detach defect of unknown cause occurred. During coil delivery, friction was not detected, and the coil detached while removing with the snare. So for safety, one more stent was deployed on the location of the coil."